Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it hadn't worked for months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins). It was reported that since implant, patient has had non-stop issues with the ins. The ins will not hold a charge. Patient doesn't have a doctor. She has contacted all the physicians on the list that the manufacturer sent her and none of them are taking new patients. Patient stated she will call a rep direct for assistance. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device had intermittent service. The patient said it quit working totally. The patient said it could not charge. The patient said she was in agony. The patient said she cut all pain meds and something has to work. No further complications were reported.